Event description:
A report was received that the patient was experiencing chronic pain at the right sacral region where the ipg was implanted. The patient will undergo a revision procedure wherein the ipg will be relocated and will be implanted deeper to the right abdomen where there is more fatty tissue.